Event description:
It was reported that the device was displaying the attention and charge-pak icons. There were no reports of pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal hcl battery had a low voltage due to excessive "on" time, which is believed to have been caused by improper storage of the device. After several tests, physio-control was unable to duplicate or isolate the reported symptom. The customer received a replacement device.